Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation ablation procedure, after the sheath was placed in the patient, air was aspirated when the introducer was flushed. When the hemostasis valve was pressed with fingers and then flushed, the issue was resolved. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.